Event description:
A surgeon reported that a system message displayed during a surgical procedure. The surgeon attempted to clear the message by rebooting the system, however the message reappeared. The surgeon had completed the hydrodissection, the procedure was converted to extracapsular cataract extraction to complete the procedure. An alternate system was used to perform the irrigation and aspiration. There was no harm to the patient

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated and confirmed (via event logs). The host was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 10, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host. However, it is unknown at this time how the module became nonconforming. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).